Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. A risk review performed for the lighttrail reusable laser fiber was completed and confirmed that the event of fiber break was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited: fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Based on the available information and analysis results, a conclusion code of unable to exclude device problem was assigned to this investigation, as the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that during the procedure, the fiber broke while in use. The procedure was completed using another of the same device. There were no patient complications reported.